Manufacturer narrative:
The axium coil was not returned for analysis as it was discarded; therefore, no definitive conclusion can be drawn regarding the clinical observation.

Event description:
Medtronic received information that during the coiling treatment of an aneurysm this coil would not detach with an instant detacher. It was reported that the physician tried to detach the coil four times with instant detacher but it failed to detach. The physician decided to remove the coil without using the manual detachment method (breaking the hypotube), presented in the instructions for use. Another axium coil was used and successfully implanted in the patient. No patient complications were reported. The patient anatomy was severely tortuous.